Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose at time of incident was unknown. Customer reported that while priming insulin is squirting out. The customer reported that she when through a whole reservoir and is now on the second one having same issue. The customer was unable to complete troubleshooting received failed battery alarm. The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was unknown. The customer was advised to insert battery but does not have a new battery will call back when she gets home with new batteries.